Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of radiographic images show ap and lateral x-rays of legacy at l4-l5-s1 with capstone (B)(6) 2011. Screws at s1 are broken. The capstones are in good position. Revision was necessary on (B)(6) 2014 due to nonunion at l5 and pain. Left sided construct was left in place and the right sided construct was removed except for the fractured pieces.

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware instrumentation. At an unknown time post-op, it was noted that the "screws were broken thus causing the patient pain. A revision surgery was performed to remove the broken screws and rod on the right side. Fragments of the screw were left in the patient. Fusion was seen at l4-5 but instability was noted at l5-s1. Patient has leg pain on the right side. If pain persists, surgeon will perform and alif procedure." No further details are known at this time.

Manufacturer narrative:
Review of radiographic images shows ap and lateral x-rays show legacy at l4-l5-s1 with capstone (B)(6) 2011. Screws at s1 are broken. The capstones are in good position. Revision was necessary on (B)(6) 2014 due to non union at l5 and pain. Left sided construct was left in place and the right sided construct was removed except for the fractured pieces. An alif is planned at l5. Analysis of the returned device shows that visual review confirms mas breakage at approximately ~4-5 threads from the bone screw head. Optical examination of adjacent surfaces to fracture did not identify material surface defect that could contribute to crack propagation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption, river lines, and shear lips. Dimensional examination confirmed conformance to print specification of relevant dimensions. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.